Event description:
It was reported that during a ptca treatment procedure involving a lesion in the lad artery, the balloon ruptured at below rated burst pressure, but the physician was unsure of the exact number of atmosheres. A 6fr guiding catheter, a guidant indeflator, and a bmw guidewire were used. The vessel involved was not tortuous. There were no patient complications and the patient is currently experiencing no problems associated with the procedure. It is noted that the product has been resterilized once. No other information available at this time.